Event description:
It was reported that the patient was on a treadmill in cardiac rehabilitation and the physician thought that the device was not pacing appropriately. It was further noted that the right atrial (ra) lead was undersensing. The ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.